Manufacturer narrative:
The part number of the screw(s) involved in this event are unknown at this time. Without a product return, no product evaluation is able to be conducted. The lot number of the blade is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the screws were coming off the blades prematurely when inserting screws. The screws that fell were retrieved with forceps. There was a surgical delay of less than five minutes.